Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that there were some irregularities with the hub of the neuron max 6f 088 long sheath (neuron max) upon opening the packaging for the neuron max. The defective neuron max was found prior to use and therefore, was not used for the procedure.

Manufacturer narrative:
Describe event or problem for additional information obtained on 09/01/2016. The neuron max 6f 088 long sheath (neuron max) hub was cracked. The catheter was ovalized approximately 87.0 cm from the hub. There was no gross visible damage to the packaging where the hub was attached to the cardboard packaging card. Evaluation of the neuron max confirmed the damage on the hub of the device. The root cause of the damaged hub could not be determined. Further investigation revealed the neuron max was ovalized. This damage was likely incidental and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Additional information obtained on 09/01/2016. During preparation for a medical procedure, the physician noticed that the hub of the neuron max 6f 088 long sheath (neuron max) was rough and it felt like a piece was chipped off or missing upon opening the packaging for the neuron max. The procedure was completed using a new neuron max.